Manufacturer narrative:
Tw (B)(4). Event site name exceeded character limitations: (B)(6). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there were issues with the vasoview hemopro 2 not functioning properly. Generator is new, extension cord and adapters are all new. Power setting on the generator is 3. Unknown if pre-cautery test was performed. Unknown if the beeping sound was heard when the toggle was pulled back to activate the device. New device used and functioned without issue using the same cords and adapters. There was no delay. No patient harm.